Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to registration a patient today during a fess procedure. The surgeon was attempting trace, but it kept failing. The software was not recognizing the nipt. It kept defaulting to the cad of the old tracker, even when the nipt was plugged in. It wasn't until restarting registration a few times that the cad changed to the nipt. The system was also running extremely slow. The procedure was continued without navigation. The site experienced no delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
Device evaluation: additional software analysis was performed. However, the software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467 (software version: 2.3). Device evaluation: a software analysis was completed utilizing a log analysis methodology. The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.